Manufacturer narrative:
The device analysis report is attached. This report is submitted on jun 22, 2021.

Manufacturer narrative:
This report is submitted on november 19, 2020.

Event description:
Per the surgeon, there was a magnet dislocation during an MRI (tesla unknown). The device was explanted on (B)(6) 2020. The patient was reimplanted with a new device during the same surgery.